Event description:
Patient was taken to o.r. With a total knee in place. The diagnosiis was pain & synovitis due to possible loosening of or wearing of the totalknee implants. During the procedure it was eveident that the u.h.m.w.p. Insert for the tibia had excessive wear and pitting and showed signs of delamenation. The rest of the component loloked good and showed no signs of wear or loosening. The tibia insert was replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.